Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient seizures have gotten more frequent and severe. An x-ray was taken in which no anomalies were identified by the imaging facility. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a full replacement. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
H6, corrected data: initial report inadvertently left out relevant health effect impact coding. H6, corrected data: initial report inadvertently omitted b20, but this has been updated to b17 for the purposes of this supplemental 1 report. H6, corrected data: initial report inadvertently used two conclusion codes, and should have only used d14, not d15 as well.

Manufacturer narrative:
G3 date received by manufacturer, corrected data: supplemental report 2 inadvertently omitted the date that information was received by the manufacturer, which should have been reported as 06/26/2025. For the purposes of this report, the date will stay as 07/24/2025. H2 follow up type, corrected data: supplemental report 2 inadvertently omitted checking 'additional information' prior to submission.

Event description:
Additional information was received that the device was not received into pathology and can be assumed as discarded.